Event description:
Event description guidant received information that this newly implanted cardiac resynchronization therapy-defibrillator (crt-d) oversensed noise, resulting in pacing inhibition. A technical review confirmed what appears to be myopotential oversensing. A large number of stored pacemaker mediated tachycardia (pmt) episodes were also noted. The consultant suggested testing to rule out damage to the associated defibrillation lead, as compromised lead integrity can lead to oversensing. The consultant also recommended checking the patient for retrograde conduction, and provided the field representative with programming options to address pmt.